Event description:
It was reported that the pt had an advance sling implanted on an unknown date. It was removed a "number of years ago due to failure". Another incontinence device was implanted on (B)(6) 2013. No further pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.